Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was opened but device displayed not detected to open. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2 drawer 1 had failed to respond as opened. A field service engineer check drawer latch sensor was slightly adjusted to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device